Event description:
It was reported by the company representative that after implanting a peek implant, the patient acquired an infection and the device was removed. The facility discarded the flap in the or and revision surgery is planned.

Manufacturer narrative:
Evidence provided conclude this was a non-reportable event and therefore, this does not constitute an MDR. In this event, patient had a pre-existing infection at the time of device implantation. Device performed as intended and there was no evidence to show device malfunctioned. Medical expert concluded the device did not cause or contribute to patient's infection.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the facility at their location. If additional information is received it will be reported in a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by the company representative that after implanting a peek implant, the patient acquired an infection and the device was removed. The facility discarded the flap in the operating room and revision surgery is planned.